Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "registered nurse (rn) changing IV tubing when he turned the male luer to remove, the inner IV tubing separated from luer, falling out rn stated he did not have to use excessive force to turn luer." An incomplete date of event of xx-jul-2019 was provided. It was reported that the male luer separated from the tubing set at disconnect. The stopcock was in the "off" mode, therefore no leak occurred. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report IV tubing set separated from male luer was confirmed. Visual inspection of the set noted that the male luer¿s spin collar had separated from the male luer. No damages or tool marks were observed on the remainder of the male luer. Functional testing was not performed due to separation. The root cause of the customer¿s report could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "registered nurse (rn) changing IV tubing when he turned the male luer to remove, the inner IV tubing separated from luer, falling out rn stated he did not have to use excessive force to turn luer." An incomplete date of event of (B)(6) 2019 was provided. It was reported that the male luer separated from the tubing set at disconnect. The stopcock was in the "off" mode, therefore no leak occurred. The customer further stated that there were no adverse effects caused to the patient from the event.